Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event and began treatment with unspecified antibiotics (doses, frequencies, and routes were not reported). Four days after being admitted, the patient was discharged from the hospital. On an unreported date in the same month as onset, the patient was recovered from the event. It was not reported if dianeal therapies were ongoing. No additional information is available.